Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and it was observed that the rupture on the balloon was positioned in the middle and vertically separated. The procedure was completed with a different device. No complications reported, and patient status was good.